Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the lead dislodged. It was noted that the suture sleeve had been secured to the pectoral muscle, but not the lead itself. The lead was successfully repositioned.